Manufacturer narrative:
. The lot number was not provided, thus the following information is unknown: unique ID, serial number, expiration date, and manufacture date. The glidelight was not returned, thus no returned product investigation was performed. Great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, advancement progressed into the superior vena cava (svc); however, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc perforation was discovered; unfortunately, as repair was attempted, the perforation continued to expand. The repair was not successful, and the patient did not survive. This report captures the 12f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.